Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
The husband of a patient is asking about any case of allergy to titanium and / or suspected allergy to titanium has been reported to your company. His wife was implanted with a stryker nail at left femur on (B)(6) 2019 in the traumatology department of the (B)(6) hospital, discharged on (B)(6) 2020, she underwent rehabilitation at the (B)(6) hospital in (B)(4). His wife, now flayed from scratching, causing an unbearable itch with skin rush. "All the tests from the allergist are negative. If you confirm cases of allergy to ti-6al-4v then I will ask the surgeon if he will help us by removing the nail."